Event description:
Bed rail had been pulled up off the vertical bar for bed making and replaced. At the time of the event patient was in bed with the bed rail raised. Event was unwitnessed. Patient was found on the floor. Bed rail was off the vertical bar and swung away fromt he bed. The gray tab locking the rail in place apparently was not in correct (horizontal) position. Patient received prompt medical care; but sustained loss of right eye. Evaluation: when the rail is replaced on the vertical bar it "clicks" and appears to snap into place, even if the gray tab is vertical (incorrect). User error contributed to this event as position of the gray tab had not been double checked. The design does allow one to believe the device is secure when it is not.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: design - human factors. Conclusion: device failure directly contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.